Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device replacement loss of capture was observed on rv lead. Programming changes were made, and the lead remains active. Patient is fine.